Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), the physician experienced difficulties while connecting the lead to the device. It was unknown if the setscrew was retracted from the connector port before the lead was advanced, and unknown if the torque wrench left was in the grommet during insertion of the lead or not. The ipg was removed and replaced with a different device, and the lead was implanted and remains in use. No patient complications have been reported as a result of this event.